Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 9 cm and 11 cm distal to the df4 connector pin. The proximal, distal and a medial fragment were returned for analysis. In between, an approximately 3 cm segment of the lead body was missing. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed multiple signs of wear along the lead body. Between 10 cm and 9 cm proximal to the lead tip, the insulation was found worn through. This damage can be considered the root cause of the reported oversensing with shock delivery. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had an impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Additionally, the shock coil was deformed which most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Approximately 27 months after implantation, oversensing and inappropriate shocks were reported on this lead. Lead was explanted.